Manufacturer narrative:
(B)(4). Log review only. The device log and data set have been received but the eval has not yet begun. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported an over infusion of cardene. The cardene concentration of the IV bag did not match the concentration in the data set of the pump.